Manufacturer narrative:
It was reported, "this shower bench broke after only a couple of months use (one leg bent, making the chair unstable)." No additional information is available. It has been determined that the reported event could cause or contribute to a serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported, "this shower bench broke after only a couple of months use (one leg bent, making the chair unstable)."